Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with two unspecified mentor gel implants. Post-operatively, the patient suffered right breast capsular contracture (baker grade IV) and bilateral breast implant ruptures. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023. The replacement devices were: (left) 370cc mentor memorygel boost breast implant catalog: shpb370 lot: 9792885 sn: 9792885-058 and (right) 370cc mentor memorygel boost breast implant catalog: shpb370 lot: 9792885 sn: 9792885-006.this medwatch form is for the left breast prosthesis.